Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: weight to the spec, broken shell and creases fold. A visual and microscopic analysis was performed which identified: striated broken on anterior and stress marks. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.